Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer received patient outcome information indicating that the patient was transplanted. The vad coordinator reported that the patient was status 1a for a pump pocket infection. The pump was functioning as intended and was disposed of.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the explanted device because it was disposed of and not returned by the hospital. A review of the device history record revealed the device met appliable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available at this time. The manufacturer is closing its file on this event.